Event description:
The customer reported the sensor readings were not accurate. Customer stated sensor was showing glucose was lowering when customer's blood glucose was 313 mg/dl. Customer stated he has tried everything and might think the issue might be with the insulin pump. Customer was advised to call back when customer has uploaded to carelink. Customer called back and stated the device kept alarming all night, alerting he was low when customer was not. Customer stated the sensor was not bent. Customer was advised of possible causes for off sensor readings. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.